Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Incorrect joint behavior - sporadically no swing phase triggering: device often does not trigger. According to user no acoustic signals in advance. Patient fell last week. The joint malfunctioned during walking.

Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Event description:
Incorrect joint behavior - sporadically no swing phase triggering: device often does not trigger. According to user no acoustic signals in advance. Patient fell last week. The joint malfunctioned during walking. Often comes into swing phase extension too slowly. In swing phase not fully in extension.